Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B) (6) 2009; inratio: 4.9; lab: 7.0.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B) (6) 2009; inratio meter: 4.9 inr; reference: 7.0 inr; mean: 5.95; confidence-limits: unable to determine. The mean of the inratio meter and comparative system inr were calculated. The mean is >5.0 and the difference is less than 2.2. And only one inr value is greater than 5.0. These results are considered accurate within the context of the documented variability for inr testing. Customer results analyzed and the results are beyond the confidence limits determine range, but the difference between the results was less than 2.2 which is considered accurate. No discrepancy was established. No further action required. As of 11/12/2009, 8 discrepant result complaints were reported for lot #220408 yielding a complaint rate of 0.002%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%) no further action is required at this time. Ongoing trending shall be performed to determine if further action is warranted. Corrective action not required as product deficiency was not established.